Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, clamp, nanoclave® t-connector (purple ring), rotating luer where it was reported that the extension tubing leaking at hub, after inspecting and replacing noticed it was broken. There was unknown patient involvement and no patient harm.

Manufacturer narrative:
Received the following items for complaint investigation: two used partial list# a1129, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, clamp, nanoclave® t-connector (purple ring), rotating luer; lot# 14144054. Three used list# a1129, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, clamp, nanoclave® t-connector (purple ring), rotating luer; lot# unknown. One used list# a1129, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, clamp, nanoclave® t-connector (purple ring), rotating luer; lot# unknown, one used list# unknown, bd 3ml syringe; lot# unknown. One used list# a1129, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, clamp, nanoclave® t-connector (purple ring), rotating luer; lot# 14095918. All 7 used devices were observed to have a crack on the female luer. The sets were tested and primed; a leak was observed at the location of the crack. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in b3 - date of event.